Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned within the introducer sheath and dispenser hoop. Visual inspection of the device revealed that the proximal contact wire, coil delivery wire (likely due to handling), the introducer sheath and main coil were kinked. The main coil was found to be stretched as well. During functional testing, the coil was advanced through the introducer sheath with friction noted. The physician may have perceived the main coil damages as the main coil break due to the reported friction during advancement of the coil inside the microcatheter. It is probable that the device was damaged during the clinical procedure due to some procedural/anatomical factors encountered causing the as reported event, therefore assignable cause of procedural factors will be assigned to reported and observed issues. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that when the coil (subject device) was advanced into the microcatheter hub, the physician experienced difficulty and during withdrawal, the coil broke. There were no reported clinical consequences to the patient.

Manufacturer narrative:
This is the first of 2 reports. The device is not available to the manufacturer.

Event description:
It was reported that when the coil (subject device) was advanced into the microcatheter hub, the physician experienced difficulty and during withdrawal, the coil broke. There were no reported clinical consequences to the patient.